Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet which resulted in the battery gauge fluctuating. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer¿s blood glucose level was 140 mg/dl.